Event description:
Device overheated during a wisdom tooth extraction on tooth #32 and patient received a second degree burn to their lower right lip approximately 1cm in length and 1cm wide. Patient was under local anesthetic at the time of the injury. The injury is expected to heal normally and there has been no report of any further medical attention being required for treatment.